Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported the the po valve is blocked.

Manufacturer narrative:
The valve was returned using the returnkit and was inserted in unknown fluid. The valve was at pressure level 4 cmh2o set. A visual inspection was performed and there were no obvious defects identified. To check if the valve is clogged, a permeability test was performed. This test is at a hydrostatic pressure difference of approximately 20 - 30 cmh2o in flow direction carried out. The test showed that the valve was permeable. The pressure steps of the valve were adjusted up and down in steps of 5. The investigation revealed that the valve was adjusted up and down in all pressure step ranges. To measure the brake release force, we checked the valve with a brake force meter. Housing must be exercised to release the rotor to the valve, through the magnet integrated in the device. The brake function worked properly. The measured values of the braking force were within the expected specification. Based on our findings, suspicions of constipation was not confirmed. No further action was required.